Event description:
Medtronic legal received information regarding missing or broken retainer rings from the attorney of the family. The information received on november 22, 2021 stated the following, reporter alleged missing or broken retainer rings caused the customers to suffer personal injuries. The customer was using a medtronic minimed 630g insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier ((B)(4)) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.